Manufacturer narrative:
The device was returned to the manufacturer and an evaluation is anticipated. This report will be updated when the evaluation is complete.

Event description:
It was reported that the cast cutter was getting hot. There was no pt involvement or adverse consequences related to this event.